Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief and loss of stimulation. X-ray identified a lead migration. During reprogramming and posture assessment, the patient reported an unintended increase in stimulation. During the revision procedure, scar tissue was encountered, resulting in difficulty removing the leads. The physician elected to replace both leads. It was observed that the leads were sutured to the fascia, and anchor was not used to secure the migrated lead.

Manufacturer narrative:
The lead was not returned to saluda. X-rays provided were reviewed and lead migration was confirmed. The anchors supplied in the lead kit were not used to secure the leads; instead, the leads were secured directly to the fascia. The root cause of the lead migration could not be definitively determined, but the nonuse of the supplied anchors may have contributed to the lead migration. The evoke scs system surgical guide cautions, "do not suture directly to the percutaneous lead as it may damage the lead or cause it to fail". The surgical guide provides instructions to use and secure the anchor to the lead. The lead kit is provided with two suture anchors and an active anchor to secure the leads. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿